Event description:
Reported as broken lap-band. Follow up findings: allged infection.

Manufacturer narrative:
The reporter of the complainant was asked to return the product for analysis as well as indicate the product serial number, date of event and the implant date. The info has not yet been rec'd by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Inamed has not rec'd the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.